Event description:
Patient reports ER treatment due to an inadvertent insulin infusion as she was priming the pump while attached to the infusion set.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated the pump was functioning within required specifications and delivery accuracy. The pt administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind/prime sequence.